Event description:
--

Event description:
Boston scientific received information that this right atrial (ra) lead was explanted due to loss of capture and high pacing impedance measurement of more than 3000 ohms. A lead conductor fracture was also noted during the opening of the device pocket. The patient has a non-bsc implantable cardioverter defibrillator (ICD). This lead was successfully replaced with a new competitor lead. No additional adverse effects were reported.

Event description:
--

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory; complete lead with the extraction stylet was returned. The helix was extended and dried blood past the helix mechanism up through the lumen. Dried body tissue was found stuck on the helix. The conductor coils were stretched 20-55mm from the terminal pin and were deformed 285 and 290mm from the terminal pin. Cuts in the insulation were noted at 288-290mm from the terminal pin and insulation separation of 20-43mm from the terminal pin. Continuity test with manipulation was done which the lead passed. Analysis result could not confirm allegations of high impedance measurements, loss of capture and lead fracture.

Manufacturer narrative:
--